Event description:
Additional information received indicating that a recurrent alert was detected for this ICD and rv lead system as it exhibited continued low out of range shock impedance measurements. The patient was checked in the clinic and the impedance measurements were normal. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited zero ohm shock impedance measurement. There was noise noted on the shock vector. The health care professional (hcp) believed that electromagnetic interference (emi) had caused the zero ohm impedance measurement and will continue to monitor the patient. A boston scientific technical services (ts) consultant discussed performing isometrics and commanded shocks to test the integrity of the system. Additional information indicated that the cause of the out of range impedance measurement was not determined. The device and rv lead system remains in service. No adverse patient effects were reported.